Manufacturer narrative:
D4 the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. E1 reporting address line 1: (B)(6). A philips remote service engineer (rse) spoke with the customer and confirmed the avalon ultrasound transducer needed to be replaced. The customer was provided a replacement device to resolve the issue.

Event description:
Philips received a complaint on an avalon us transducer indicating that the device was not correctly recording the fetal heart rate. The device was in clinical use at the time the issue was discovered. No adverse event or harm was reported.